Event description:
During the laparoscopic removal of an ovarian mass, reportedly, the instrument would not close to remove from the cavity. The surgeon manually manipulated the device and removed it without incident. A new instrument was applied to complete the procedure.